Event description:
A malfunction alarm was reported with a code labeled as malf 9. There was no reported impact to the customer¿s blood glucose level. Customer support assisted the caller in resetting the pump, and after resetting, the malfunction did not recur. The customer continued to use the pump for insulin therapy.